Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device manufacture date: the device manufacture date is unavailable. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from china that during an unspecified surgical procedure it was observed that the craniotome attachment device broke into two parts during use. It was not reported if there was delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as mar 20, 2018 on the initial report. It has been updated as mar 26, 2018. Device evaluation: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device broke into two parts during use was confirmed. An assessment was performed and it was observed that the device spiral pins were missing causing it to come apart. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further investigation it was found that the incorrect serial number ((B)(4)) was inadvertently entered into the initial medwatch report. The correct serial number ((B)(4)) and UDI number have been entered of this medwatch report. The date of manufacture (dom) was documented as unknown in the initial medwatch report. Upon further investigation the correct dom (aug 13, 2015) has been obtained and entered of this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.